Event description:
On (B)(6) 2022, the customer reported to willow customer care that on (B)(6) 2021 she had experienced injury to her nipple tissue. Her ob/gyn prescribed oral antibiotics due to infection (2 rounds). Customer stated that she would no longer be able to bf, and may need to have corrective surgery. Customer stated that her initial injury healed, although not properly. After the injury, she stated that she was still pumping, using one pump. No further follow up was provided.

Manufacturer narrative:
The customer reported injury to her nipple tissue and infection which was treated by doctor visit and oral antibiotics. The customer reported that she was not able to breastfeed on the injured breast. The device has not been returned to willow innovations, inc. For evaluation. However, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. Based on the information provided, it cannot be definitively concluded that the willow wearable breast pump caused or contributed to the injury to nipple tissue.